Event description:
Information received indicates trendelenburg and reverse trendelenburg functions are not working.

Manufacturer narrative:
The technician found the buttons on the control panel were defective. The technician replaced the control panel to repair the bed.